Event description:
The system 6 recip saw was sent for eval due to leaking an unk substance following a procedure. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.